Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. No unexpected bent piston anomalies noted. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the piston was bent. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.